Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure coil in left myometrium'), menorrhagia ('menorrhagia') and device expulsion ('embedded essure coil in left myometrium') in a (B)(6) year old female patient who had essure (batch no. 646523) inserted for female sterilisation. The patient's medical history included dysfunctional uterine bleeding, pelvic pain female, uterine bleeding, ovarian cyst, genital haemorrhage nos, cramp in lower abdomen, menorrhagia, vaginal discharge, hypertension and endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil and right ovarian cystotomy, laproscopic-assisted vaginal hysterectomy, bilateral salpig, hysteroscopy, d and c,operative laparoscopy with right salpingectomy with salpingectomy with removal and endometrial ablation and hysteroscopy, dilation and curettage.). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, menorrhagia and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and menorrhagia to be related to essure. The reporter commented: approximately 3 1/2 coils visualized out of each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2012: essure coil removed from right fallopian tube, gross examination only. Adjacent fibromuscular tissue. Endometrial curettings. Fragments of benign quiescent endometrium.; on (B)(6) 2012: uterus. Right and left fallopian tubes. Cervix - squamous metaplasia, chronic cervicitis. Benign inclusion cyst. Endometrium - proliferative pattern. Myometrium without pathology. Bilateral fallopian tubes without pathology. Ultrasound scan vagina on (B)(6) 2009: normal except for a filling defect noted at the fundus was consistent with a possible polyp. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: embedded essure coil in left myometrium. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure coil in left myometrium'), menorrhagia ('menorrhagia') and device expulsion ('embedded essure coil in left myometrium') in a 25-year-old female patient who had essure (batch no. 646523) inserted for female sterilisation. The patient's medical history included dysfunctional uterine bleeding, pelvic pain female, uterine bleeding, ovarian cyst, genital haemorrhage, cramp in lower abdomen, menorrhagia, vaginal discharge, hypertension and endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil and right ovarian cystotomy, laparoscopic-assisted vaginal hysterectomy, bilateral salpig, hysteroscopy, d and c,operative laparoscopy with right salpingectomy with salpingectomy with removal and endometrial ablation and hysteroscopy, dilation and curettage.). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, menorrhagia and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and menorrhagia to be related to essure. The reporter commented: approximately 3 1/2 coils visualized out of each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: a. Essure coil removed from right fallopian tube, gross examination only. Adjacent fibromuscular tissue. B. Endometrial curettings. Fragments of benign quiescent endometrium.; on (B)(6) 2012: uterus. Right and left fallopian tubes. Cervix - squamous metaplasia, chronic cervicitis. Benign inclusion cyst. Endometrium - proliferative pattern.. Myometrium without pathology. Bilateral fallopian tubes without pathology. Ultrasound scan vagina - on (B)(6) 2009: normal except for a filling defect noted at the fundus was consistent with a possible polyp. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: embedded essure coil in left myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.